Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the parapac plus ventilator experienced a continuous flow. This occurred in the respiratory therapy office during a training session. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9. Date returned to mfg: 09-apr-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Visual alarms label was damaged on the bottom right but still legible. Performed a cycling test. No problem found. The customer's complaint could not be duplicated. The most probable cause is an o-ring in the input manifold causing intermittent cycling. The o-ring was replaced. Device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
G3 - date received by mfg; corrected.